Manufacturer narrative:
Product analysis of product: (B)(4), lot# my13a001. Analysis summary: service report confirmed that, handle screw is adhered to the screw part at the end of the cable. The root cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional via manufacturer representative regarding an event happened during intra-op for a patient undergoing med. It was reported that, the bellow of the med flexible arm assembly could not be fixed even when the disk was turned, and the support assembly also wobbled after the bed rail was attached, the product became unusable. It was mentioned that, due to the above malfunctions med could not be performed and the hernia was removed under direct vision. There was a delay of less than 30 minutes occurred as a result of this event. The pre-operative diagnosis of the patient was mentioned as ¿lumbar disc herniation¿. There was no health damage in patient was reported as a result of this event. There were no further symptoms or complications to patient or physician were reported/anticipated. Additional information received on 2021-feb-04: it was confirmed that, due to products malfunction endoscopic hernia removal had been changed to an open procedure removal. There was no health damage in patient was reported as a result of this event. There were no further symptoms or complications to patient or physician were reported/anticipated.